Event description:
The customer reported having unexplained high blood glucose. Troubleshooting was performed. The customer stated that he was hospitalized due to low blood glucose of less than 32 mg/dl. The customer stated that he wanted to check if his insulin pump was still programmed after he has been out of the hospital. Reviewed the settings and the device was programmed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.